Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies and sound quality issues. The pt was seen by the center for device eval. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2007, the pt was seen by a company rep for device eval. Testing performed confirmed that the device was functioning. Programming adjustments were made. The pt continued to be monitored by the center. Due to the intermittencies, the decision was made to explant the pt's device. In 2007, the pt was seen by a company rep for device eval. Testing performed confirmed that the device was not fully functional. Surgery to explant the pt's device has been scheduled.